Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient became a non user in 2007. Per the physician, the patient experienced chronic drainage and otitis media in the implanted ear. The device explantation was scheduled for (B) (6) 2010 but was not confirmed. Information on reimplantation was not provided at the time this report was filed.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; it is unknown if the patient was reimplanted as of the date of this report. Device is not available for analysis. This report is filed (B)(4), 2011. Device is not available for analysis.